Event description:
It was reported that customer experienced unspecified pump issue, with no further event details or blood glucose information available at the time of the complaint. There was no reported impact to the customer¿s blood glucose level. Pump was found to start, charge, and connect to computer without error codes in history except for prior data error and corrupted log messages from (B)(6)2025. The customer reverted to an alternate method insulin therapy.